Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor experienced an underinfusion. The reporter stated that, "the pump was filled with fluorouracil and attached to the patient but the whole dose didn¿t run through". There was no patient injury or medical intervention associated with this event. No additional information is available.